Event description:
Ous MDR- after an implant duration of about 46 months, it was reported that via home monitoring, oversensing was detected. A lead fracture was suspected. No adverse pt side effects have been reported. The devices were explanted.

Manufacturer narrative:
Ous MDR.